Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (serial #(B)(4)) found the connector pin was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are product ID: 37761, serial# (B)(4), product type: recharger.: date of event is an approximate. The event happened in early (B)(6) 2017.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that desktop charger connector pin was damaged and recharger connector might be damaged. Patient's device was discharged at the time of the report. No patient symptoms reported. No further complications were reported as a result of this event.